Manufacturer narrative:
B5.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer's blood glucose level.

Event description:
A pump failure was reported by the customer. There was no reported impact to the customer's blood glucose level. Further details were not available as attempts to reach the customer by phone were unsuccessful, and an email request for more information was sent.